Event description:
The pt underwent implantation of a synchromed pump with an unknown catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The pt experienced flu-like symptoms of morphine withdrawal, characterized by nausea, vomiting, chills, fever, and diaphoresis. An x-ray rotor test showed the pump rotor was stalled. A catheter contrast study showed the catheter was patent. The catheter was left in place and a new pump was implanted in 2000. The explanted pump was returned to the MFR for analysis. The pt's symptoms resolved with morphine restarted in the new pump.